Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was overdosed with insulin (route was not asked) due to reported inaccurate egv of 289 mg/dl. The reporter doesn't remember what the value of the egv and the bg at that time of the hospitalization. No further information provided by the tsr1 as the reporter abruptly disconnected the call prior to the transfer. Attempts to follow up with the reporter were documented as unsuccessful no data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.